Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument could not confirm the reported event, but did find that the device did not lock. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella clamb was not working. We then found a broken off screw on the mayo stand and we are not certain but believe this screw has come off the patella clamp at the spot where the black lock mechanism is. After the case when we tested it, it seems that the black mechanism would not work. No surgery delay. Procedure successfully completed, fragments generated were removed. No patient consequences.